Event description:
Hill-rom received a report from the account stating that the bed went into chair mode by itself. The bed was located at the account in room 24. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech could not duplicate the self-run. The tech found the power control module board running hot. A search of the hill-rom maintenance records did not show that hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on its beds. The tech replaced the power control module to resolve the issue. Based on this info, no further action is required.